Event description:
Use of amo contact wetting solution. Experienced redness in eyes, with left eye pain. Also experienced itching and sensation of something in my eye, tearing, blurred. This has continued for several weeks. Have not seen medical professional, assumed the symptoms were related to allergies. Dates of use: 2007. Event abated after use stopped or dose reduced: no.